Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. Physician elected to cap and replace the lead. Patient condition was good.